Event description:
When filing the system band, no saline could be withdrawn. Exact cause not known at the time. F/u findings 03/2002: reported by the doctor's nurse to the sales rep: the x-ray shows that the port was separated from the tubing. He is taking the patient to surgery to fix it. The nurse did not know when.